Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The paramedics reported that they were directed by their medical command to give two stacked shocks to a patient in asystolic cardiac arrest. When they attempted to deliver energy they got "check pads" and "press pads firmly" messages. Medical command then directed them to terminate efforts and the involved patient died. The impact of the device behavior on the patient outcome has not yet been confirmed.